Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 204 mg/dl. Customer reports they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer reported that the after changing the battery received unexpected restart. The customer was advised to continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.